Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: summary: post market vigilance (pmv) led an evaluation of two products of maxon 0 green 60" kv-40 sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned products. The visual inspection and functional evaluation of the products had acceptable results. Visual and functional testing of the returned products confirmed the products met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, 8 to 9 days after a radical prostatectomy (transperitoneal access) open procedure with wound incision of app 15cm, there was wound dehiscence; open abdomen. The surgeon underlined that there was no sepsis in both cases, nor where incidents of excessive ballooning; customer/urology departement regularly uses maxon loop for closure of abdomen after open surgery. Re/closure of the abdomen, prolongation of the hospital stay for the patient.